Manufacturer narrative:
(B)(4). Batch n93f15. The device was returned with the tip of the blade broken off. The tip was not returned with the device. The device was connected to the gen11/pi key to test functionality. The device did not pass functional testing. Dry body fluids were observed on the shaft. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was working then received a clean blade alert screen. The device was removed, blade cleaned and the device tested following the prompts, but the same alert was received two more times. After the third clean blade error was cleared, the device received an alert to replace the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.